Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle fully retracted. The slide insert was visible in the viewing window. Cracks and impact damages were observed on the top and bottom housings. On opening the device, damages were observed to the reservoir, reservoir cap, ratchet gear, linkage assembly, slide insert, mechanism rails., piezo springs, and pod chassis. The fill rod, ratchet retainer pins, and cannula subassembly were noted to be lifted from their expected positions. Corrosion was also observed on the bottom battery and pcb assembly. Data could not be downloaded from the device due to damages to the pcb assembly components. The damages consist of circular impact marks that mirror the batteries, indicating that the impact force on the top housing pushed the pod chassis and batteries into the pcb assembly, damaging it. The internal damages were observed to line up with impact marks in the top housing, indicating that the internal damages were caused by post use damage. The post use damages compromised the investigation as no tests were able to be performed due to the damages. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula popped out as soon as the needle cap was removed indicating a needle mechanism failure. The pink slide did not move forward.